Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that foley catheter was leaking to closed to the junction point at operating room and it was immediately removed and replaced with a different foley.